Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. The device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic surgical procedure on a canine it was observed that the triggers of the compact air drive device were sticking and causing the unit to continue to run, stripping the screws, and driving the device further into the bone than needed. It was reported that there was no delay in the procedure due to the event. There was no spare device available for use, and the procedure was successfully completed. The reporter stated that the compact air drive device was not often used and was put back in circulation in error. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.